Manufacturer narrative:
Pending investigation.

Event description:
As reported, approximately 2 years and 2 months post the initial left tka, the patient complained of pain and was revised to competitor products. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images were not provided. The provided radiograph appears unremarkable. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.